Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The screw was returned for analysis. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misalignment of the mas head and set screw threads during construct assembly.

Event description:
It was reported after a mini-invasive spinal procedure change to open procedure, the break off set screw could not be broken off. The pedicle screw finally was replaced. The procedure was completed without any further incident. Both replaced set screws and pedicle screw were checked after the surgery. They are damaged.